Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received that a pump was exhibiting no disposable, clamp tubing, when a smiths medical, cadd medication cassette was attached. It was reported the end user was advised to switch the cassette to another pump which resolved the alarming. Per reporter she does not store her premixed cassettes in the refrigerator anymore since her medication vials are received in the cooler she thought she did not have too no adverse patient effects were reported. No additional information is available at this time.